Manufacturer narrative:
(B)(4). Concomitant medical devices ¿ vanguard anterior stabilized tibial bearing 10x79 catalog #: 189100 lot #: ni, biomet cc I-beam tibial tray 79mm catalog #: 141225 lot #: ni, biomet series a thin 3-peg patella 37x8.6 catalog #: 184788 lot #: ni. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The complaint sample was not evaluated and the reported event was not confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06243, 0001825034-2018-06244, 0001825034-2018-06245. Device remains implanted.

Event description:
It was reported that a patient underwent arthroscopy with lysis of adhesions and manipulation approximately two (2) years following left knee arthroplasty. No additional patient consequences were reported.